Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the percutaneous thrombolytic device (ptd) set ptd basket became suddenly stuck inside arteriovenous (av) graft. When ptd basket became stuck, clinician attempted to interventionally remove it under fluoroscopy, but basket could not be removed. As a result, patient (pt.) Needed urgent surgical intervention, which was successful; pt. Has recovered. According to clinician, he carefully verified all functions of ptd products including rotator drive unit, sheath, catheter & fragmentation basket before he used it. Every product worked fine, so he inserted sheath & then catheter into av graft site, where it was placed in pt.'s left forearm to remove thrombus. He activated ptd device once & activation time was less than 10 seconds. After that, he tried to move ptd basket into the compressed position, but basket would not move at all & sucked inside av graft. He stated he felt very strong resistance. He did many ways which might be helpful for removal, such as flushing catheter with heparinized saline, but it did not work. He decided to remove ptd basket surgically. He stated that he used the ptd device by arrow ptd procedure instructions & the thrombus, which formed in av graft, was acute thrombus & therefore it was not hard or difficult to remove.